Event description:
It was reported by a sales consultant that a patient underwent a mechanical thrombectomy using a 95 cm emboguard 87 balloon guide catheter (product code: bg8795u, unknown lot) and experienced spasms upon device delivery causing a delay in surgery. However, the procedure was successfully completed. Additional information was received from the physician in conversation with medical affairs on 18-may-2022. Summary of additional information provided: "the cases were standard lvo¿s (large vessel occlusion). Tried the emboguard with a rep present for the first case. She uses a diagnostic catheter to negotiate the arch (5f vitek) and then exchanges this for a react .71 with 24 aristotle guidewire. That will be brought distal and then the bgc will be tracked over it to the horizontal petrous segment. In the second case she entered the proximal carotid and immediately had spasm. It was so much that she thought that it was a dissection. She gave nitro first (worked best in first case) but ended up giving the whole cocktail. The clot came out and the eg was instrumental for that (she said) but still there was too much vasospasm on navigation only¿" potential reasons: not patient related, in the second case it happened with tracking over the vitek 5f, not much tortuosity and the carotid artery was a good size. No further information was provided at this time.

Manufacturer narrative:
Product complaint # pc-(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product lot number was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a sales consultant that a patient underwent a mechanical thrombectomy using a 95 cm emboguard 87 balloon guide catheter (product code: bg8795u, unknown lot) and experienced spasms upon device delivery causing a delay in surgery. However, the procedure was successfully completed. Additional information was received from the physician in conversation with medical affairs on 18-may-2022. Summary of additional information provided: "the cases were standard lvo¿s (large vessel occlusion). Tried the emboguard with a rep present for the first case. She uses a diagnostic catheter to negotiate the arch (5f vitek) and then exchanges this for a react .71 with 24 aristotle guidewire. That will be brought distal and then the bgc will be tracked over it to the horizontal petrous segment. In the second case she entered the proximal carotid and immediately had spasm. It was so much that she thought that it was a dissection. She gave nitro first (worked best in first case) but ended up giving the whole cocktail. The clot came out and the eg was instrumental for that (she said) but still there was too much vasospasm on navigation only¿" potential reasons: not patient related, in the second case it happened with tracking over the vitek 5f, not much tortuosity and the carotid artery was a good size. No further information was provided at this time. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Vasospasm is a known potential complication associated to mechanical thrombectomy procedures. The root cause of the event cannot be conclusively determined based on the information available for review; however, it is possible that clinical and procedural factors, including clot/vessel characteristics, and device manipulation, may have contributed. The spasm was reported as an intraprocedural finding, the relationship of the device to the reported event cannot be excluded, and the event required medical intervention to preclude life-threatening illness or permanent injury/impairment. The file will be re-reviewed if additional information is provided at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.